Event description:
Six low-speed, five medium-speed, and five high-speed treatments were performed with a diamondback 360 peripheral orbital atherectomy device (oad) in the 90%, 5mm diameter left mid superficial femoral artery. Perforation and arteriovenous fistula were observed between atherectomy passes, however, no complications were observed via imaging following atherectomy treatment. Following atherectomy plain old balloon angioplasty was performed and core lab angiographic imaging observed a major dissection in the treated lesion. The clinical event committee (cec) reviewed the images and concluded that the oad was related to the dissection and perforation. Furthermore, the cec concluded that an event of embolism and vessel spasm occurred and was related to the oad. Per the cec review of the images, percutaneous transluminal angioplasty was performed to treat the dissection and perforation.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels, distal embolization, vessel occlusion, and vessel dissection are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4)

Manufacturer narrative:
Additional information: b5, h6. Csi ID: (B)(4).

Event description:
Additional information received following completion of a cec review of images concluding that atherectomy was possibly related to an arteriovenous fistula. No further information is available.